Manufacturer narrative:
Note: the exact model could not be determined since only the seal housing sub-assembly was returned for evaluation. The customer reported that the trocar was either a cff73 (lot number 1284872, (B)(4), manufacturing date - december 2016) or a cfs22 (lot number 1282867, (B)(4), manufacturing date - november 2016) trocar. The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: da vinci lap. Nephrectomy. Incident description: when the surgeon inserted a [competitor] grasper and tok it out again the gel piece of the seal for the trocar came with out. Sales rep confirmed over the phone that the hospital does not remember with which device the incident occurred. Cff73 or cfs22. Only black part of the seal (septum or double duckbill will return). Patient status: no patient injury or illness occurred associated with the complaint event.